Event description:
Country of complaint: (B)(6). Complaint states: alleging the mesh was defective. Patient underwent 4 separate surgeries. Premilene mesh was used on the third surgery.

Manufacturer narrative:
Mfg site evaluation: evaluation is ongoing.